Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 8mm was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. Visual and tactile inspection of the balloon was subjected to positive pressure and was returned in a deflated state. The balloon was inflated to rated burst pressure of 20 atmospheres with no issues. The encore device verified before and after use using the duck gauge. Multiple kinks were identified along the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. A microscopic examination of the shaft polymer extrusion identified no issues or damages. A microscopic examination of the distal and proximal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.